Event description:
Per report "the cord that is plugged into the bed was smoking and making a noise. I unplugged it and it was melted. It was the part that was plugged into the bed."======================manufacturer response for surgical table, quantum 3080rc surgical table (per site reporter).======================this is the second surgical table cord we have had do this. When the rep came to pick up the first cord, he looked at this one and the table and took a few pictures. He did not take the cord from this incident. As of today, we have not heard back about what they found. Our biomed department removed the table from service and replaced the ac plug socket.